Event description:
It was reported that removal difficulty and shaft break occurred. The patient presented for left main coronary artery angioplasty of a trifurcated lesion. After implanting a synergy drug eluting-stent in the diagonal branch, a 2.75 x 20 synergy drug-eluting stent was advanced for treatment of the left circumflex artery ostium. An attempt to position the stent was unsuccessful and when removing the stent to perform further pre-dilatation of the lesion, great resistance was encountered. Force was increased and the stent delivery shaft broke. The device was completely removed with the guide catheter. The procedure was completed with a different device. There were no patient complications.

Manufacturer narrative:
Age at time of event: 18 years or older.

Manufacturer narrative:
A2-age at time of event: 18 years or older. The synergy ous mr 2.75 x 20mm stent delivery system was returned for analysis without the distal end of the device which included the tip, stent, balloon, and polymer sections. The hypotube was in a kinked broken state with core wire exposed at the break site. A visual and tactile examination of the hypotube shaft found a break 126cm distal from the distal end of the strain relief and multiple kinks. No other issues were identified during analysis.

Event description:
It was reported that removal difficulty and shaft break occurred. The patient presented for left main coronary artery angioplasty of a trifurcated lesion. After implanting a synergy drug eluting-stent in the diagonal branch, a 2.75 x 20 synergy drug-eluting stent was advanced for treatment of the left circumflex artery ostium. An attempt to position the stent was unsuccessful and when removing the stent to perform further pre-dilatation of the lesion, great resistance was encountered. Force was increased and the stent delivery shaft broke. The device was completely removed with the guide catheter. The procedure was completed with a different device. There were no patient complications.